Manufacturer narrative:
The ICD was returned for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation was properly feasible, and it revealed the eos battery status, detected on (B)(6) 2023. The device was implanted for 104 months. In a next step, the amount of charge taken from the battery was verified. The battery condition was as expected. The ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. The measured current consumption was normal and as expected. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the analysis of the inner assembly an increased battery impedance was identified which was found to be consistent with the detected eos status and thus with the charge taken from the battery. In conclusion, analysis of the device revealed normal battery depletion. The eos battery status was proven to be consistent with the charge taken from the battery. There was no material or manufacturing problem.

Event description:
It was reported that the device shows the eos status. The ICD was changed. No adverse patient events were reported. Should additional information be received, this file will be update.